Event description:
It was reported that an equipment failure occurred involving the insulation pad of the maryland bipolar forceps instrument, which burned, smoked, and melted. Procedure outcome is unknown at the time of the report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Correction: representative learned of the issue on 10/19/2025. Reportability awareness date has been updated to 10/19/2025.

Event description:
Refer to h11 for follow-up information.